Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On 30-jun-2017, fse visited the customer to address the reported event. During servicing, fse found increased pressure that was caused by an aging column. The column was replaced and the flow rate was adjusted. Fse confirmed that the pressure was in range. The analyzer was operating as expected. There was no further action required by fse. The most probable cause of the reported event was due to overuse of column filter.

Event description:
On (B)(6) 2017, a customer reported the pressure was on the high end of acceptability with their g8 analyzer. Additionally, the retention were elevated. Technical support advised the customer to adjust the flow rate, power, warmup and run primes. The retention times returned to normal but the pressure remained elevated. Technical support suggested that the customer that the customer replace the column.